Manufacturer narrative:
Initial and final MDR (B)(4). - device 2 of 2. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced two infusion set cannula bent events on 26-apr-2024 and 28-apr-2024. Both the events occurred after three hours of insertion and the insertion site was at abdomen. The infusion sets was in use for one a half day. The blood glucose level at the time of events was 450 mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.